Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the vents were covered. Customer cleared vents and the alarm cleared. In addition, it was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl. Reportedly, the customer was exercising and did not turn on the "exercise" personal profile created by the user. Customer ate food to address bg levels.